Event description:
It was reported that, during a tka surgery, a homing failure occurred. It was ensured the handpiece and drill were properly assembled. Then it was tested the handpiece in admin screen and received the following torque values: 70, 66, 66, 98. The case was converted to manual procedure. The patient outcome is unknown. The results of investigation indicate that the handpiece snaplock was traveling further than expected along the lead screw.

Manufacturer narrative:
H10, h3, h6: the navio handpiece, used in treatment, was returned for evaluation. The navio handpiece had homing failure during a procedure on (B)(6) 2018. Handpiece characterization t1 torque values were 70, 66, 66, and 98. The initial visual/functional investigation found that the handpiece failed characterization. The handpiece snap lock was traveling further along the lead screw than expected during characterization and needs more shims. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 rev. G) released at the time of the complaint provides instructions on tool positioning for homing and homing validation techniques. This failure is captured in the navio risk profile. The root cause of this issue was found to be due to expected wear/tear.